Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error alarm also esc buttons was sticks. The customer blood glucose level was unknown. Customer also stated insulin pump was slow to rewind and currently insulin pump disabled due to a car accident possibly from a low blood glucose value. The device will be return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test rewind and displacement test. No unexpected rewind anomalies noted no unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted.